Manufacturer narrative:
H.6 level a investigation: complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_1__; occurrence: a complaint history check was performed and this is the 2nd related complaint for label information missing (no lot) and the 3rd related complaint for shelf carton damaged/dented on lot#: 6147797. Investigation summary: customer returned photos of shelf cartons of 1cc, 8mm, 31g syringes from lot#: 6147797. Customer states that there is no lot and it is dented. The attached photos were examined and exhibited crushed shelf cartons and no lot printed on the shelf carton. Manufacturing will be notified of this issue. A review of the device history record was completed for batch#: 6144797. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification [200647596] noted that did not pertain to the complaint. Based on the samples and/or photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. As per investigation completed by manufacturing under investigation: (B)(4). "Received a complaint, via pictures, from material: 328868, batch: 6144797. One of the pictures showed 2 cartons that were missing the lot coding. The other photos showed 6 crushed cartons. Process summary: the equipment erects cartons which are then lasered with the lot code information. The equipment then loads the appropriate number of bags into the carton. The cartons are then closed and placed on the outfeed conveyor. Sensors are in place to inspect for open cartons. Any that are found are run off into a reject bin. Correct cartons are transferred to the casepack where 5 cartons are pushed into a wraparound case. This case is then glued and continues on to be labelled and palletized. There were no quality notifications or log book entries during the production of this batch that pertained to this defect. A root cause cannot be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends." Based on the investigation, no additional investigation and no CAPA is required at this time. H3 other text : see section h.10.

Event description:
It was reported that the lot information was missing with a bd syringe 0.5ml 30ga 8mm. This occurred on 2 separate occasions prior to use. The following information was provided by the initial reporter: no lot: 2.

Manufacturer narrative:
Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the lot information was missing with a bd syringe 0.5 ml 30ga 8 mm. This occurred on 2 separate occasions prior to use. The following information was provided by the initial reporter: no lot = 2.